Event description:
It was reported that the 2000 system had a generator error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The anlog interface board was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.